Manufacturer narrative:
The reported event of a loss of bluetooth (ble) communication following an unsuccessful firmware upgrade was confirmed. Based on the information provided, it was determined that there was no ble communication due to the user turning off the ble prior to the upgrade procedure. The ble was turned off for the upgrade procedure and then re-enabled at the end of the upgrade, but since the upgrade was unsuccessful, the ble was not re-enabled. It was not able to be determined why the upgrade procedure was not successful.

Manufacturer narrative:
The reported event of an interrogation anomaly was confirmed. The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a device upgrade was attempted, but was unsuccessful. The programmer was rebooted, but then the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and a ble reset was attempted, but was unsuccessful. No additional intervention has been performed at this time. The patient was stable and will continue to be monitored.